Event description:
The pt was a (B)(6) male with cerebral palsy. He underwent upper midline laparotomy (a laparotomy is a surgical procedure involving a large incision through the abdominal wall to gain access into the abdominal cavity) to repair a large anterior diaphragmatic hernia containing colon and small bowel (diaphragmatic hernia is a defect or hole in the diaphragm that allows the abdominal contents to move into the chest cavity). He had not had any previous abdominal surgery and there was no contamination at the time of surgery. The hernia and sac were reduced. The defect extending to just posterior to xiphisternum (lower section of the breast bone) was sutured but clearly required further repair. A 30cm by 20cm piece of omyra was used. This was tacked in place using 2/0 prolene to cover underside of diaphragm across costal margin (arch formed from the 8th rib to the 10th rib) and abdominal wall posterior to wound. The pt re-presented 2 weeks following surgery unwell with small bowel obstruction (closed loop confirmed on CT), at relaparotomy the cause of this was dense adhesions between small bowel and omyra mesh. This was not just at suture points but multiple loops across most of mesh. The mesh appeared to have become incorporated within the serosa (lining of bowel which secretes serous fluids to prevent friction between internal organs) and wall of the bowel (it was easier to separate from abdominal wall than bowel). This required extensive dissection with scalpel to separate loops. Small fragments of mesh could not be removed from the bowel wall and were left in situ as attempts at separation caused serosal injury to the bowel. The colon was densely adherent to the mesh beneath diaphragm and was left.

Manufacturer narrative:
Eval - the device was not returned for eval. A device history record review did not identify anything atypical with the manufacture of the suspect device. No add'l eval was conducted. Adhesions (the adverse event) are a document anticipated risk associated with hernia repair procedures with surgical mesh. This risk is documented by the MFR within the product fmea and also within the product insert - instructions for use.